Event description:
The pt experienced increased spasticity despite pump drug dosage increase. The pt underwent catheter revision surgery due to the abnormal x-ray result. During surgery it was discovered the catheter did not appear to have migrated; the surgeon saw no issues or problem with the catheter. The hcp decided to remove and replace the entire existing catheter. The new catheter was implanted at the t10 level of the spine. There was a pocket of fluid collection but there were no signs of infection. The pocket of fluid was "cleaned out." A sample of the fluid was not sent for testing . The pump medication was not reported. The pt outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).